Event description:
It was reported that, metallosis at juncture of the modular neck connected to the hip stem.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.